Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-37450 related manufacturer reference number: 2017865-2023-37449 it was reported that the patient presented with a right atrial lead that failed to capture. The atrial lead was capped and replaced on (B)(6) 2023. During the procedure, the right ventricular (rv) lead was capped for an unknown reason and the replacement rv lead was damaged. The rv leads were replaced on (B)(6) 2023. The patient was stable.